Event description:
During collection of blood for arterial blood gas (abg) test, blood reached the vented plunger and did not seal the syringe. Blood ran down the back of the syringe and down the outside shaft of the syringe. This poses a hazard for blood and body fluid exposure to health care employee. Specimen was delivered to lab to be processed promptly to prevent an additional needle stick. Manufacturer response for blood gas kit, pro-vent (per site reporter): reported equipment failure with smith medical. This is the 4th similar event with same lot number. The syringe was not saved. However, smith medical requests unused syringe from same lot number to be returned for manufacturer investigation.